Event description:
On 11 july 2002 a report was received at k.m.I. That the explant on an 8mm subtalar mba had been performed to alleviate pain reported to alleviate pain reported by the patient. There was no report or indications that the device was damaged or defective.